Event description:
The lay user/patient contacted lifescan (lfs) in early 2009 and alleged that a one touch ultra meter was not powering on. The medical affairs specialist (mas) spoke with the pt and verified the following info. The pt indicated that the alleged issue first started the day before, at around 8:30 am. She was unable to test her blood sugar after that. She stated that she did not take any insulin on 1/11/09, as she did not know her blood sugar reading. She mentioned that she had started feeling "frequent urination, dry mouth and dizziness" on original date. She stated that she normally feels those symptoms if her blood sugar is high. Therefore, she started taking her insulin the same day, and felt okay later on. The meter was actually powering at the time of troubleshooting. The customer service agent (csa) verified that there was no misuse of the product during troubleshooting with the pt. Replacement products were sent to the pt. This complaint is being reported, as the pt allegedly skipped dosage of insulin due to the reported issue and later experienced symptoms suggestive of hyperglycemia. Diabetes care mgmt: she normally tests her blood sugar three times per day and usually takes 70 units of humalog insulin in the morning and 50 units in the evening.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.